Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had kidney failure, pain, infection, hip aspiration and hospitalization after asr hip implant. Patient is resident of (B)(6). Update 3/18/2013 - asr/supplemental information receive. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Update (5/31/2013) - patient fact sheet was received. The part/lot numbers and doi have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The patient was implanted (B)(6) 2007 and revised on (B)(6) 2007. It is not likely the device contributed to the patients reported infection 1 year after implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.